Manufacturer narrative:
H6. Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max system kit (ref (B)(4) lot 2229603 was performed by review of manufacturing records and by the complaint¿s history review. Customer reported discrepant results between two different samples from the same patient with the bd sars-cov-2 reagents for bd max¿ system assay. Despite several attempts made to receive information from the customer, no information nor data was provided for the investigation, the investigation was thus limited. Based on the available information, bd is unable to identify a cause for the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max system lot 2292603. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. First test was run on (B)(6) 2023 the result was positive. On (B)(6) 2023 a second sample from the same patient was taken and run again, the result was negative. Quantity received and quantity affected: 1x 44500301 - kit bd max sars-cov-2 reagents. Was this issue involving patient or nonpatient samples? Patient. Customer reported they got discrepant results from the same patient on two different samples. Lot#: 2292603.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. First test was run on (B)(6) 2023 the result was positive. On (B)(6) 2023 a second sample from the same patient was taken and run again, the result was negative. Quantity received and quantity affected: 1x 44500301 - kit bd max sars-cov-2 reagents; was this issue involving patient or nonpatient samples? Patient. Customer reported they got discrepant results from the same patient on two different samples. Lot#: 2292603.